Manufacturer narrative:
Suspect changed from pri tubing to 11171447. Additional information added to b3, b5, d2, d4, & g5. The customer¿s report of tubing disconnected could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that during a (24) hour infusion of chemotherapy, the tubing disconnected from the closed system transfer device, (cstd) closest to the patient. The patient¿s family member re-connected the tubing and did not immediately alert the nursing staff. As a result, the patient and the family member came in contact with chemotherapy, and the patient for possible risk of infection. Although requested, there has been no impact to patient response or additional event information made available to date.

Event description:
It was reported that during a (24) hour infusion of chemotherapy, the tubing disconnected from the closed system transfer device, (cstd) closest to the patient. The patient¿s family member re-connected the tubing and did not immediately alert the nursing staff. As a result, the patient and the family member came in contact with chemotherapy, and the patient for possible risk of infection. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Correct b4 to (B)(6) 2019.

Manufacturer narrative:
Patient information requested but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that tubing disconnected.